Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia to the 60s with prolonged morning lows after transitioning to a replacement pump that the user perceived as aggressive at night, and the user requested assistance with adjusting target range. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate, initially with glucose tablets and subsequently with a chia seed-based glucose packet, with no alerts or alarms and no healthcare utilization. Investigation included troubleshooting and education by support, with escalation to the clinical line for review of target settings. Investigation of this case revealed no device alarms and no confirmable device malfunction based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.